Event description:
The customer stated he experienced a reaction and almost had a seizure, and called the ems. Blood glucose tests were performed on the customer's contour and the ems meter. The readings were 180mg/dl and 40mg/dl, respectively. There was no additional information about the incident. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer could not provide test strip information because they were depleted and the bottle was discarded. New meter and strips were sent to the customer.